Manufacturer narrative:
The reported event of pacing problem was not confirmed. The device was returned for analysis. Visual, electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the pacemaker (pm) exhibited a pacing problem due to electrocautery use. The pm was successfully replaced. There were no patient consequences.